Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise leading to automatic mode switching was noted on the atrial lead. Provocative tests were recommended. The patient will be monitored and there were no adverse consequences reported.